Event description:
Pump declared an altitude alarm on a previous day, however, there was no adverse impact on the customer's blood glucose level. Customer was provided with tips for preventing altitude alarms and acknowledged the information. Customer was able to resume insulin delivery with the original cartridge without needing a replacement.